Event description:
It was reported that the patient received multiple shocks, due to "mal-sensing" of the right ventricular lead several months ago. Impedance was also high. The pace/sense portion of one lead was capped. A lead, which had previously been capped at the time of the crt implant, was uncapped and used for pace/sense. Review of save-to-disk found defibrillation impedances ranging from zero to 216 ohms. Both leads have since been capped. The patient's attorney subsequently reported that the patient received multiple shocks, which were found to be caused by a lead fracture. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Noise was observed on the ventricular lead during data analysis. Also, the lifetime ventricular sensing integrity counter was 2495, and the lifetime atrial sensing integrity counter was 18474. A high value of these counters can indicate a possible intermittency in the system.